Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user states the seat is cracked. She states it was her husband's about 10 years ago and now she is using it and that the seat has slowly degraded over time and she has it taped right now.